Event description:
The customer reported that the cardiosave iabp, while use on a pt, received occasional catheter restriction alarms. Pt was on cardiosave iabp for 24 hrs and removed. Pt out come was good. No pt harm or injury was reported.

Manufacturer narrative:
The customer confirmed "catheter restriction" alarms with test balloon. The company rep observed pressure regulator performance was low. The company rep was unable to increase the pressure to >320mmhg. The suspected defective scroll compressor (p/n (0119-00-0179) was replaced. The company rep performed functional tests and verified unit calibrated to factory specifications. Safety inspection performed for (B)(4) hrs with test balloon and trainer and returned the unit to customer. The production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. See related complaint: (B)(4).